Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Monitor: 01/26/2018. Electrode belt: 11/19/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on 03/14/2020. The patient was unconscious at the time of the treatment. Review of the download data, indicates the patient received one shock in response to CPR/motion artifact and oversensing of low amplitude cardiac signal. It was reported that the patient's passing was cardiac related and the patient was in a hospital and on telemetry at the time of the treatment. Hospital staff attempted resuscitation efforts. The patient was in asystole with CPR/motion artifact and intermittent cardiac activity at the of the treatment shock at 05:02:25. The patient's post shock rhythm for the shock was asystole with CPR/motion artifact and intermittent cardiac activity. The response buttons were pressed before the treatment. The response buttons functioned appropriately. It is unclear who was pressing the response buttons. The patient passed away on 03/14/2020 at approximately 5:00am.